Event description:
It was reported that the patient's leadless pacemaker exhibited loss of capture due to high capture threshold after an unrelated procedure. As a result, the patient experienced syncope requiring hospitalization. Programming changes were made, and the patient was discharged. The patient was stable.